Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during the first treatment pass, the aquabeam console stopped aspirating. The aquabeam handpiece was swapped; however, the issue persisted. A reboot of the console resolved the issue. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Component code = 4755 - aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. The device was not returned for investigation because it is a reusable component, which is still being used at the user facility. A reboot of the system resolved the issue; therefore, a return of the console was not required. The investigation of this event consisted of a review of the device history record (DHR) and labeling. A review of the DHR ab2000-b / serial number (B)(6) and aquabeam console / lot number 23c00466 was conducted which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. 4.3 warnings: procedure: · throughout the procedure, monitor the patient for unanticipated movement and immediately release the foot pedal to stop the procedure if movement is observed. Patient movement during the procedure may result in serious injury. · ensure the motorpack magnetic latch is pointing towards the black indicator. Clear any excess drape and seams off the magnet plate on the motorpack. Patient/user injury could occur with unanticipated movement of the motorpack. · active fluid evacuation/aspiration from bladder is operational during the aquablation procedure but be attentive for any occluding tissue in the aspiration tubing during the procedure. ·the aspiration tubing should not be bent, kinked, or twisted at any point during the aquablation procedure. Bending, kinking, or twisting the aspiration tubing may result in inefficient fluid aspiration. The aquabeam robotic system IFU, ifu0101-00 rev e, states the following: 8.11 sterile: attach the input end of the aspiration tubing (the end without an arrow on it) to the port located on the side of the aquabeam handpiece. Pass the other end of the aspiration tubing (the end that does have an arrow) to a non-sterile technician. Caution: ensure that the input end of the aspiration tubing stays in the sterile environment to avoid minor infection(s). 8.12 non-sterile: locate the peristaltic pump on the user's left side of the console (when facing the front of the console). The aspiration tube guide is adjacent to the peristaltic pump. Press the key found near the middle of the aspiration tubing into the gray slot in the tube guide, in order to activate the switch. Ensure that the key is fully inserted into the slot. Open the peristaltic pump head and place the aspiration tubing inside the pump head. Carefully close the cover while ensuring the aspiration tubing is centered within the front and back jaws. Caution: verify that the tubing joints are securely attached to the peristaltic pump and that the tubing is correctly installed. Ensure the aspiration tubing is not pinched at the jaws located in the front and back side of the peristaltic pump. Failure to verify the proper installation may result in inefficient fluid aspiration due to poorly connected or damaged tubing. 8.13 non-sterile: attach the outlet end of the aspiration tubing (the end with the arrow) to the fluid outlet receptacle. Warning: the aspiration tubing should not be bent, kinked, or twisted at any point during the aquablation procedure. Bending, kinking, or twisting the aspiration tubing may result in inefficient fluid aspiration. A root cause for the reported event could not be established as the console was not returned for investigation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.